Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6 reason for reoperation: rupture, lymphadenopathy.

Event description:
Later healthcare professional reported "hardening, pain, tension feeling, palpable lymphnodes in the axilla, capsular contracture baker grade IV".

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d6b, h.6.

Event description:
Patient reported "increasing pain in the breast", "capsular contracture / fibrosis" baker grade unknown and "restrictions in everyday life due to the symptoms". Later healthcare professional reported "hardening, pain, tension feeling, palpable lymphnodes in the axilla, capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, g2, h6

Event description:
Patient reported "increasing pain in the breast", "capsular contracture / fibrosis" baker grade unknown and "restrictions in everyday life due to the symptoms". Later healthcare professional reported "hardening, pain, tension feeling, palpable lymphnodes in the axilla, capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "increasing pain in the breast", "capsular contracture / fibrosis" baker grade unknown and "restrictions in everyday life due to the symptoms". This record is for the right side. Device remains implanted and it is unknown if the device will be returned.